Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer's blood glucose (bg) level elevated up to 298 mg/dl. Bg level was addressed via manual injections and boluses with the pump.

Manufacturer narrative:
Additional information received on 7/6/2016 that the malfunction alarm occurred again. The pump stopped all insulin delivery. The customer's blood glucose (bg) was impacted 298 (mg/dl). The customer delivered a bolus via the pump to correct elevated bg. It was indicated that the customer would continue to use the current pump for alternate insulin delivery until the replacement is received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 266 (mg/dl). The customer took a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.